Manufacturer narrative:
If explanted; give date: not applicable. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) appears to have a crack that was only evident after lens was inserted and unfolded. There was no vitrectomy, incision enlargement or sutures required. No other information was provided. Through follow-up, it was learned there was a crack at the haptic optic junction, but the haptic remained in good position; therefore, the surgeon left the lens implanted. The patient is doing very well. Complaining of dysphotopsias. Uncorrected vision is fine and lens is sitting well. No additional information was provided.